Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the root cause could not be determined because the customer declined to fill and load a new cartridge. Customer successfully resumed insulin delivery. Customer's blood glucose was 260-307 mg/dl at time of alarm.